Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead gradual increase in shock impedances over the past year, and were now out of range greater than 125 ohms. Discussed performing isometrics, and potentially delivering commanded shock to test actual impedance. The system remains in-service. No adverse patient effects were reported.